Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) would start to an error. It was indicated that the epg's main printed circuit board (pcb) was out of specification. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during a check of the external pulse generator (epg), it displayed an error code. The user restarted the epg, but the issue persisted. The epg was returned for service. There was no patient involvement.